Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to light headedness. Upon interrogation on (B)(6) 2018 the patient's heart rate was between 40 and 50 beats per minute. The right ventricular lead had exhibited no capture. On (B)(6) 2018 the lead was repositioned successfully. The patient's condition during and post procedure was stable.